Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. Two leads broke during the explantation process and were only partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592-53 lead, implanted: (B)(6) 2005; 419388 lead, implanted: (B)(6) 2005. (B)(4).